Event description:
Customer contacted saalt on (B)(6) 2022 notifying them that they had just returned from the emergency room after getting their cup surgically removed since it had moved higher around their cervix. Saalt replied on (B)(6) 2022 with questions about what product they were using, their address, and details of the incident. Saalt also provided removal tips if they choose to use a saalt cup in the future. Customer responded on (B)(6) 2022 and provided the information saalt requested. They said they attempted to remove their cup using the recommendations in the saalt cup IFU. They said their doctor said they have a high cervix and the cup was difficult to reach when it came time to remove it. They said it was their second time using their saalt cup and that it was inserted for a few hours before they chose to seek medical assistance to have it removed. They claimed that they could not get their fingers up to the base of the cup to break the seal and could hardly touch the stem of the cup. A saalt cup cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the cup. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention. Saalt issued a refund for the customer's order on (B)(6) 2022. No further investigation required. Saalt documented the information in the case file. Customer contacted saalt on (B)(6) 2022 notifying them that they had just returned from the emergency room after getting their cup surgically removed since it had moved higher around their cervix. Saalt replied on (B)(6) 2022 with questions about what product they were using, their address, and details of the incident. Saalt also provided removal tips if they choose to use a saalt cup in the future. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.